Event description:
It was reported that revision surgery was performed due to loosening.

Event description:
Caller reported two patient blood glucose results of lo, which on the inform system indicates a result less than 20 mg/dl, and a lab result of 196 mg/dl within 10 minutes. The laboratory draw was obtained via pic line immediately after the lo results and the patient was then treated with dextrose. Reported no adverse event relative to discrepancy. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
Customer described as "female in her 70's".